Event description:
During an initial implant procedure, the helix of the right atrial (ra) lead extended unexpectedly. The ra lead was explanted and replaced to resolve the event. The patient is stable.